Manufacturer narrative:
The analysis on battery charger 1 was completed by medtronic personnel. Testing found that the board passed functional testing, the unit functioned as designed. When installed alongside charger 2 which was returned, an audible whistle could be heard from the caps when under an electrical load. The analysis on battery charger 2 was completed by medtronic personnel. Testing found that the board passed functional testing, the unit functioned as designed. When installed alongside charger 1 which was returned, an audible whistle could be heard from the caps when under an electrical load.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that charger boards were replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect charger boards have been received by manufacturer for evaluation but the results are not yet available.

Event description:
A medtronic representative reported that while outside of procedure, the charger boards on imaging system were making noise. There was patient present at the time of the issue.